Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's power cord had heat damage. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "power cord damaged" which was not observed. Evaluation confirmed the symptom by finding one prong on the wall side of the power adapter to be bent and loose. No evidence of burn or heat damage was identified during evaluation. The power cord was replaced to correct this condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-10080 can be removed from the FDA database.